Event description:
The central telemetry monitoring system had been shutting down intermittently over the course of three days. The company was notified and had been on site making repairs. On the third day, the central monitoring system shut down. Immediately prior to shutting down, the pt was noted to have a normal sinus rhythm. When the monitors went back up, the pt was noted to be in v-fib. The pt later expired.